Manufacturer narrative:
Physio-control examined the customer's device but was unable to verify the reported failure to power on. Physio did observe, however, that the device would intermittently locked-up when attempting to power on and logged an event code in the memory. Physio advised the customer that their unit is no longer a supported device and recommended that it be removed from service. It was later confirmed by the customer that the device was permanently removed from service. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when they went to use their device on a patient, it would not power on. The customer advised that firefighters were on scene and took over treatment of the patient. The customer was not able to provide the patient's status or any patient information.